Event description:
It was reported that the surgeon attempted to insert a competitor's lens and the haptics were torn by the msi-pm injector. There was no patient contact or injury. The reporter stated the cause of the torn haptic was due to the injector. Another same type lens was implanted.

Manufacturer narrative:
Evaluation: injector lot number search; cartridge lot number search. Results: an injector lot number search was performed and four similar complaints were found. A cartridge lot number search was performed and three similar complaints were found.